Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional info from importer report: (B)(6). Brand name: uretex sup urethral support system. Catalog #485013. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The indication for implantation of transvaginal mesh in this patient is stress incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh 2006: underwent urethral sling (tvt) (using uretex sup) and cystoscopy for stress incontinence under general anesthesia (operative report for placement of uretex sup was not available for review) complications post mesh implant: 2012-2013: positive urinary incontinence, only if not regular bathroom breaks. Urogynecology referral.